Event description:
This event involved the pmt dtrax cervical posterior bulleted fusion cage and arthroscopic instrumentation. The rasp edges of the cage inserted between the facet spaces of c2/c3 and c4/c5 into a mature (B)(6) year old male with severe cervical degenerative joint disease. Severe osteophytes, caused the bony anatomy to fracture, and the instrumentation failed to properly secure the cage screw placing an over stress and fracturing vertebra at c4 on c5. This caused a migration of the device after fracture occurred caused a 6mm hypertrophy slippage of cervical area. Causing encroachment into central canal and permanent nerve damage, to patient on r side of body. FDA safety report ID # (B)(4).